Manufacturer narrative:
The device was not saved for analysis. Investigation and evaluation performed based on DHR review and complaint history review. Documentation shows all parts have been manufactured to specifications and passed inspection criteria per applicable drawing and requirements. Complaint history record was reviewed for complaints related to guidewires and there are (31) records in galt quality system during last five years related to guidewires complaint. (15) records shows that wires were cut or frayed or tangled during procedure and evaluation for all these records shows the possible root cause was end user error/end user did not followed instructions per IFU. Most of the rest of records shows no samples were available for evaluation and then complaint cannot be confirmed. Only (3) records shows the complaint related to manufacturer human factor error and the complaint detected at customer site prior use by end user.

Event description:
As received from customer by end user: 5cm gold tip broke off in the patient as wire was turned to navigate the vessel, wire tip broke off in the patient while positioning down the leg. Approx. 5cm of wire remains in the patient and was stented/pinned to the vessel wall. Action taken by physician was stented / pinned wire tip to vessel wall and the adverse event was resolved.